Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) change out procedure due to normal battery depletion, this right ventricular (rv) lead exhibited high out of range shock impedance measurements for some time, and it appeared to be increasing gradually. Technical services (ts) discussed there are several alerts for out of range shock impedance measurements in the past. Technical services (ts) discussed possible options to test the lead. This right ventricular (rv) lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.